Manufacturer narrative:
This guidewire will not be returned for analysis. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during the implant procedure attempting to cannulate a suitable vein with this guide wire the coronary sinus was dissected. The implant procedure was completed successfully. A post procedure check showed a pericardial effusion. No further action was taken and the patient did not suffer any adverse effects.